Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. During the implant procedure the filter was successfully deployed 2cm below the renal vein without any complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilting into the wall of the ivc, unable to be retrieved. There is perforation of filter strut(s) outside the ivc and perforation of filter strut(s) into organ. There has been no documented filter retrieval attempt. The patient also reports fear and anxiety. The patient further reports a pulmonary embolism and blood in urine after filter implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Blood in the urine is not specifically listed with in the device IFU; however, this event could be related to the report of filter perforation. Anxiety and fear do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Manufacturing telephone and fax numbers of cordis cashel are respectively, (B)(4). The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilting into the wall of the ivc and being unable to be retrieved. Additional records received indicate there was no filter retrieval attempt. Additionally. There is perforation of filter strut(s) outside the ivc and perforation of filter strut(s) into organ. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient also has a constant fear and anxiety that the filter will kill him. During the implant procedure the filter was successfully deployed 2cm below the renal vein without any complications. Follow up contrast injection showed the filter was in the right place.

Manufacturer narrative:
According to the additional information provided in the phase two discovery form, the patient attributes a pulmonary embolism and blood in urine as medical conditions attributable to the ivc filter implanted. Information is pending and will be submitted when received.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter tilting into the wall of the ivc and being unable to be retrieved. Additional records received indicate there was no filter retrieval attempt. Additionally, there is perforation of filter strut(s) outside the ivc and perforation of filter strut(s) into organ. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient also has a constant fear and anxiety that the filter will kill him. During the implant procedure the filter was successfully deployed 2cm below the renal vein without any complications. Follow up contrast injection showed the filter was in the right place.. The product was not returned for analysis. A review of the device history record for lot 16004155 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Etrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.